Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scissors shaft snapped on two harvesting cannulas. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. Failure analysis perform in may, 2004 showed that the scissor shaft on both devices were broken. This is a reportable malfunction.